Manufacturer narrative:
Date of event:the event date is approximate. The main component of the system and other applicable components are: product ID: 3889-28, lot# va05j9l, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a broken lead back in 2013 with her second implant. No symptoms were reported. No further complications were anticipated/reported.